Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that a button on the customer's insulin pump was not consistently responding. The customer's blood glucose was 117 mg/dl. No significant events leading to the alarm were recalled. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. The insulin pump has cracked case at display window corner, battery tube threads, reservoir tube lip and minor scratched display window.